Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The tw drill 1.1x105mm 18mm stp (part# 01-7149, lot 785960) was returned for investigation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is that the tw drill 1.1x105mm 18mm stp (part# 01-7149, lot 785960) drill bit fractured during orif of the zygomatic bone. Functional testing and inspections could not be performed due to the product not being returned. The distributor however did provided a picture. A review of the picture provided shows that the drill has fractured. The complaint is confirmed. The most likely underlying cause of the complaint is excessive force beyond what this product is designed to encounter. There are no indications of manufacturing defects. For all similar 1.1 mm twist drills and the previous one year (from the notification date) regarding the fracturing of the drill, there is a complaint rate of 0.111% which is no greater than the occurrence listed in the application fmea. This is the only similar complaint for lot #785960. The DHR of this product was reviewed and no non-conformance was found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported a drill bit fractured during a open reduction and internal fixation of the zygomatic bone. No adverse events have been reported as a result of the malfunction.